Manufacturer narrative:
This report is being supplemented to provide additional information , updates on serial number of the device. The following sections were updated: d4,g3, g6, h2 and h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. The following sections were updated: e2, e3,g3, g6, h2, h6 and h10. Further investigation conveyed the following information: customer stated that the issue occurred during preparation for use for an endoscopy procedure. Customer also stated that the olympus fse (field service engineer) onsite replaced the bad cable and the issue was resolved. The intended procedure was completed successfully with no patient harm, no injury. Customer stated that the subject device is not returning for evaluation. Customer did not provide the device serial number. No other further details provided.

Manufacturer narrative:
Tac (technical assistance center ) support engineer communication with the customer found that the customer had a dad video cable that was going to the monitor from the cv-190. Customer had another cable and after the faulty cable replaced, the image returned. Issue was resolved. To date, no other issues reported. Based on tac communication and troubleshooting with the customer, the reported issue was identified to be due to a faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
As reported, the user facility reported no image on second monitor. The video cable was found to be bad. The monitor serial number was not provided. The issue occurred during an unknown event. There was no patient involvement associated on this reported event. No user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h6, and h10. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, it has been confirmed that the image becomes available by replacing the video cable. Therefore, it is likely there was no abnormality in the device and that there was an abnormality in the video cable used in combination. Olympus will continue to monitor field performance of this device.